Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6). This report is of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. On an unreported date, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with an injection (inj) of tazar (4.5gm, twice a day, intravenously) and an inj. Of vanconex- cp (coded as vancomycin, 2gm, ip, frequency not reported). The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: the devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Therefore, the problem was not confirmed and the cause of the peritonitis could not be determined. No device malfunction or use error was identified during the report.

Manufacturer narrative:
(B)(4). Further information was received from a baxter employed health professional. On an unknown date, the patient was recovered from peritonitis.